Event description:
As reported by the user facility (translation of user facility info by (B)(4): device has an over-infusion.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b braun (B)(4) (MFR). The device is currently on shipping from (B)(4) for investigation. A f/u report will be provided after the inspection results are available.